Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent a revision of lumbar spine surgery to remove broken screw at s1. The procedure was successfully completed. There was no surgical delay and there was no adverse consequence to the patient. Concomitant device reported: viper system corical fix polyaxial screw (part# 186731745 lot# unknown, quantity# 1). This complaint involves one (1) device.